Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was adverse stimulation. The outcome was resolved without sequelae. Interventions included reprogramming. Diagnostic methods included device interrogation/device data which showed no abnormalities. The patient reported unwanted stimulation along the path of the extension site. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. Relevant medical history included: non-malignant pain